Event description:
It was reported that the user paired a new dexcom g7 continuous glucose monitor (cgm) sensor and experienced a brief signal loss to the ilet, after which blood glucose readings resumed without intervention, consistent with an intermittent communication failure associated with the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability issue between connected devices, characterized as intermittent communication failure, associated with the electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.